Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose and low blood glucose as a result of correction boluses. He stated that on (B)(6) 2010, his blood glucose measured 300 mg/dl and he bolused extra insulin (amount not provided) and his blood glucose lowered to 180 mg/dl before bed. He stated that his blood glucose was low (value not provided) during the night and his wife administered a glucagon injection. He stated his blood glucose measured 183 mg/dl when he woke up and he bolused 4 units of insulin. At the time of the report, his blood glucose measured 123 mg/dl and he bolused 2 units of insulin. His normal blood glucose range is 80-120 mg/dl. He stated he has recently stopped smoking and is taking medication for this and he has gained weight. He was advised to contact his physician regarding blood glucose issues. Further attempts to follow up were unsuccessful. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.